Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 217, 273 and 171mg/dl. The customer¿s expected am fasting blood glucose test result 135mg/dl and expected pm fasting blood glucose test result is under 160mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was (not) performed by the customer fasting and produced test result of 166mg/dl using true metrix air meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 03/28/2023 and open vial date is two months prior to call. The meter memory was reviewed for previous test result history: result 1 : 217mg/dl, date: (B)(6), time: 01:30 pm, fasting. Result 2 : 273mg/dl, date: (B)(6), time: 11:17 am, fasting. Result 3 : 158mg/dl, date: (B)(6), time: 07:05 am, fasting. Result 4 : 171mg/dl, date: (B)(6) , time: 06:42 pm, fasting. Result 5 : 126mg/dl, date: (B)(6), time: 03:30 pm, fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned - product evaluation in-process. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 20-may-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.